Event description:
Distributor later reported right side capsular contracture, baker grade ii. This event is considered non serious and not reportable. This record will be un-reported.

Manufacturer narrative:
Clarification to h1: type of reportable event: there are no serious events associated with this complaint record. Clarification to d9: returned to mfg on: the device has not been returned.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, with deformity of the breast. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 21mar2024.

Event description:
Distributor later reported right side capsular contracture, baker grade ii. This event is considered non serious and not reportable. This record will be un-reported.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, with deformity of the breast. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event could not be observed as the event is physiological.